Event description:
Pt was revised for unk reasons.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the u.s. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision. Asr xl acetabular system. Reason(s) for revision: unknown. Update: lot number 2571854 supplied is incorrect and does not match product code 9999890149. (B)(4). Update received 15th november, 2013. Hip side, taper sleeve and kid number added. Hip(s) to be revised: left. This patient is bilateral - see (B)(4) for right hip. On 13 march 2015 - update - rcvd updated claimsuite. Rcvd reason for revision - alval, rcvd stem and stem sleeve codes, added all manuf and exp dates to all products.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.